Manufacturer narrative:
The root cause of this complaint was not determined. Based on the review of known device history records, the investigation concluded that the root cause of the reported dislocation and infection were not related to the design, manufacture, and/or sterilization of the revised eleos implants.

Event description:
It was reported by (B)(6), an onkos sales representative, that a 56-year-old male patient with an eleos total femur replacement and proximal tibial replacement underwent a revision on (B)(6) 2024 due to dislocation of the poly spacer and rotational hinge from the proximal tibia; the poly spacer was said to have snapped when the dislocation happened. The patient is also affected by an alleged chronic infection.